Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they had three serious falls and landed on the left side on top of their implantable neurostimulator (ins). The falls started two days prior to the date of this report and since then, the patient had been experiencing paralysis and severe lightning bolt pain going down their left leg, even when the device was turned off. It was reported that the stimulation issue was related to positional movement as the patient would feel the lightning bolt going down their left leg with any slight movement. The patient stated that their healthcare provider (hcp) kept sending them to the ER. A CT test was done and the patient was told that their ¿canula¿ was still in place and that they had a pinched nerve that was causing it. The patient was also told that they couldn't find specifically where the pinched nerve was so they needed to do an MRI. The patient stated that an MRI wouldn¿t be possible until they had their ins removed. It was reported that there was no way to find the pinched nerve at the ER for the patient¿s leg because their hand would be completely dead for hours at a time as well. The patient stated that they were having ¿three plus edema.¿ the patient visited a different hcp on the day prior to the date of this report and stated that they just thought they were on drugs. The patient stated that they were on fentanyl patches, dilaudid, and valium 4 times a day, but morphine was the only thing that would control the pain of the pinched nerve and it would only last for six hours. Indication for use is spinal pain.

Event description:
Additional information received from a consumer indicated that they would like to turn the implant off because the patient was experiencing back pain. The patient had gone to the emergency room four times in the last four days. The patient had fallen several times and eight times since (B)(6). The patient had an x-ray done on monday and nothing moved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the manufacturer representative (rep) had to come out to the doctors office after going to three other emergency rooms (ER) in a row to reset. Other hospitals did not know the doctor and would not call the manufacturer. After the rep came to the patient's bedside and changed the frequency, the lightning bolt and paralysis instantly went away. The ER would not call the manufacturer and would only give the patient pain medicine and send them home, only to have to return to a different ER. It was noted that it cost the patient four ER visits, ambulance, and four days at the hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the paralysis, pain down left leg, and pinched nerve were a person from the manufacturer came to the doctor¿s office and turned the unit off and reset the frequencies. It was stated the reported issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.